Event description:
This was a left-sided lead extraction conducted in the o.r. To remove a fractured, 88 month old sjm 1580 riata dual coil ICD-rv. The patient also had a pacesetter/sjm 1688tc pacing lead that was not going to be removed. The patient was prepped with an arterial line, fluoroscopy in use, blood products were in the room, tee and cvs available. The sjm 1580 riata was prepped with a lld #2/cook bulldog combination and lasing began with the 16f sls ii. Lasing progressed nicely until just past the distal end of the distal shocking coil. The lead had a binding site down the entire distal coil and would not release with normal traction. The md maintained appropriate traction on the ICD lead throughout the procedure. When the 16f sls ii was advanced to the middle of the distal coil, traction, with/without counter traction, was applied in an attempt to pull the lead free from the vasculature. When it would not release, the laser sheath was advanced to the distal tip of the lead. The rv lead released and the patient's abp remained somewhat stable and the md re-implanted the new ICD lead. Inspection of the distal portion of the rv lead showed a small amount of tissue still attached to the screw, appearing to be myocardial tissue. At the end of the re-implant process, it was noted that the patients lv was not moving as it had been prior to the procedure. A tee was inserted and noted a pericardial effusion present around the apex of the heart. The cvs entered the or within 3 minutes and quickly assessed the situation. An emergent sternotomy was performed and an apical perforation was found that was clotted off. The repair of the perforation was successful and the patient tolerated the procedure well. The patient was transported to the ICU for recovery and was reportedly discharged from the hospital.

Manufacturer narrative:
Device was discarded after use.